Event description:
It was reported that during a knee scope procedure, the button was sticking and couldn¿t be used. A competitive device was used to complete the procedure. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of stuck button could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was average for this product. All 3 directional buttons were exercised and did not stick during functional testing. All functions performed as expected. After the evaluation the root cause for the reported issue was that there was no problems found. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.